Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It was reported that after centrifugation the gel did not separate with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: after centrifugation of a sst lot:9063864, exp:30/09/2020, tube, the gel did not rise to separate the pellet from the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation the gel did not separate with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: after centrifugation of a sst lot:9063864 exp:30/09/2020 tube, the gel did not rise to separate the pellet from the serum.